Manufacturer narrative:
Additional information received on (B)(6) 2016 stating that the lens was discarded and the patient is doing wonderful. No additional details provided. Device evaluation: complaint device was not returned for evaluation as it was discarded.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no deviation or non-conformity report for this po. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Conclusion code: the expiration date of the product is 03/21/2016; however, the event date, implant date was (B)(6) 2016. Customer used an expired product. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. The patient's capsule bag broke. The lens was cut and removed from the patient's eye. An anterior vitrectomy was done. An ac (anterior chamber) iol was placed. The patient is doing fine. No further information was provided.